Event description:
The consumer reported being told to take the programmer batteries out, so they do not run down and she did that the night prior to (B)(6) 2016. Since that night, the patient had been leaking more, every twenty minutes, and using pads. The healthcare provider (hcp) told the patient she could only get 50% symptom relief. The patient programmer showed the patient's implant was on and she was assisted in increasing stimulation. The patient later reported that increasing stimulation helped with the leaking. No other actions were taken and the hcp was not contacted. No cause was known. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/ pelvic floor. Her initial leaking began in 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.